Event description:
It was reported that a patient presented with fracture alleged from observed high pacing impedance noted on the left ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.